Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 130mg/dl at the time of incident. The customer was assisted with troubleshooting but the display did not return. The product will be returned.

Manufacturer narrative:
Findings: pump received with blank display, problem isolated to interface board. Unable to perform any tests due to blank display. Pump received with cracked reservoir tube lip and minor scratches on display window noted.